Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type: lead. (B)(4) should be omitted as it is no longer applicable.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the device had been replaced and the depletion was not premature. The cause of the open circuit was unknown and was still present after the replacement.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type: lead.

Event description:
The patient reported seeing an elective replacement indicator (eri) on the right implantable neurostimulator (ins). The healthcare provider (hcp) then reported via a manufacturer representative (rep) that the patient's battery read 2.82 volts in november, but had just hit eri with a home reading of 2.57 volts. It was noted to be a sudden loss of battery power. The right ins only lasted one year and three months and the patient was dissatisfied with this. The left battery was at 2.87 volts. The patient was going to see the hcp on (B)(6) 2016 to evaluate the system and was scheduled for replacement on (B)(6) 2016. The hcp mentioned there was an open circuit at electrode 3, which was addressed by programming around it. The patient also reported that after falling in the past and after implant with a new right ins, she had severe problems with the right ins, which was fixed by the hcp. There were no associated symptoms. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.